Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was not sure if the insulin pump is delivering insulin correctly. The current blood glucose reading is 84 mg/dl. Customer is not sure if he is getting all the insulin deliveries. The blood glucose levels have been high. Customer is treating with bolus. During troubleshooting, the insulin pump passed the displacement test. The programming is correct. Nothing further reported.